Event description:
An ultraflex covered esophageal stent was placed in a female patient (weight unknown) in 2008. According to the complainant, 'during the implementation of [the] esophageal stent...the [proximal] tip opened only 10% of its usual deployed size. The physician used a biopsy forceps [device and manufacturer unknown] to open the proximal tip." Reportedly, the patient experienced "intense pain caused by the physician using the biopsy forceps to relocate and expand the stent" and required prolonged hospitalization. The physician provided the patient with an unknown pain relief treatment. At the conclusion of the procedure, the patient "[was] not swallowing well, had [a] fever, and [was] having some traumatic pain when eating. The physician [plans] to deploy a second stent inside the defective one to resolve the case." At this time, the date of the second procedure is unknown.

Manufacturer narrative:
The device has been implanted; therefore, a device evaluation cannot be performed. The relationship between the suspect device and the reported event is undetermined. A search of the complaint database revealed that no additional complaints have been reported for this lot. The 2007 15-month ultraflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.